Event description:
During review of the event history log it was determined that a "repeating pattern of upstream occlusion" alarms suggests that the device was falsely alarming for upstream occlusions. The occurrences suggest a device malfunction. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing. It was determined that this failing part caused the "false occlusion" alarms and has been replaced.